Event description:
Determined to be reportable based on analysis completed in 01/18/2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 3.5 x 24 mm taxus express2 drug eluting stent, was advanced to the severely calcified and tortuous right coronary artery, however, the physician was unable to cross the lesion. The procedure was completed with a different device. There were no pt complications or injuries reported. The pt status is listed as good. Device analysis indicates stent damage.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed damge to both the proximal and distal ends. The distal edge of the stent was flattened and the proximal stent struts were pulled back distally. No kinks or damage were noticed along the shaft of the device. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing records for this batch #8351357 found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.